Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient. The event happened on (B)(6) 2025 at around 03:19 pm. The patient reported that the blood glucose (bg) value at the time of event was 60 mg/dl whereas sensor glucose (sg) reading was 90 mg/dl. The patient was able to self resolve the event by consuming food.

Manufacturer narrative:
The investigation was performed on the patient synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value on (B)(6) 2025 at 03:19 pm was 94 mg/dl and blood glucose (bg) value was 60 mg/dl. The system did not assert low glucose as sg value was above the low glucose alert level set at 65 mg/dl. A further review of the glucose data revealed that there were instances where estimated values provided by the app were entered as calibrations rather than true bg values. The patient was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The patient understood the explanation. A review of the two weeks post feedback (01 april 2025- 15 april 2025) was analyzed and the system showed good agreement between sg and bg values. The patient did not report any additional inaccuracies. No further investigation was found necessary for this complaint. B4.vdate of this report 12 may 2025. G3.vdate received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.